Manufacturer narrative:
(B)(4). D10: medical product: item#: 110024773, juggerstitch curved implant; lot#: 67086356 g2: foreign: poland. Visual examination of the returned products identified the devices have been cycled one time and both anchors and the sutures remain in the tip of the needle. There are no signs of flashing, and the black push button is visually conforming to the print. One product returned in a carton with no other packaging materials, and one product returned with no packaging materials. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was attempting to implant the anchor into the patient's meniscus, the device was unable to deploy the anchors. Attempts have been made and all information has been provided.